Manufacturer narrative:
This issue was resolved for the customer by replacing the unit.

Event description:
It was reported that the pump was experiencing failures of the backup limit thermostat test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the pump was experiencing failures of the backup limit thermostat test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.